Event description:
The patient experienced an increase of spasticity for two days. He started taking oral medication and that seemed to help (medicine was a 2 year old prescription). The patient was evaluated by the healthcare professional (hcp), who confirmed underdose symptoms; the patient was very spastic, the limbs were jumping, the torso was tightening. The patient had fallen two months previously, before hunting season. The patient hunts with black-powder shotgun (recoil present) and bow and arrow. Troubleshooting was recommended. No alarms were heard. No residual volume seen. A dye study was attempted. The hcp could not aspirate the catheter. The patient was admitted to the hospital and discharged with no further complications or interventions. The pump was used to deliver lioresal. Additional information has been requested from the hcp.

Manufacturer narrative:
.